Event description:
The reporter indicated that during the implant, the lead was found to have a kink in it when pulled back from the vasculature. The insulation "appeared to be ok" but the coil looked "stretched". The lead was not implanted and is being returned.

Manufacturer narrative:
The failure of the hipot test after explant was the result of a poorly isolated dummy coil. This failure was unrelated to the reported mechanical positioning difficulties encountered at implant. Cannot verify complaint.